Event description:
It was reported that during treatment, the cardiosave intra-aortic balloon pump (iabp) had internal communication error. Displayed a message stating that maintenance is required. There was no harm reported.

Manufacturer narrative:
Due to character restrictions in block e1 event site name: (B)(6) a supplemental report will be submitted upon completion of our investigation.

Event description:
N/a.

Manufacturer narrative:
Updated data: b4, d9 (return to manufacture date date) g3, g6, h1, h2.

Manufacturer narrative:
Updated fields: b4, d9,g3,g6, h2, h3,h6 (type of investigation, investigation finding, conclusion), h11. A getinge field service engineer (fse) was dispatched to evaluate the iabp unit and the fse was able to confirm that the 'maintenance required' message was generated when an internal circuit board was restarted as a safety mechanism for the device. As it appeared that the safety mechanism was operating excessively, the related circuit boards (executive processor board (0670-00-0770) and video generator board (0670-00-1182)) were replaced. . The equipment began operating normally. There was patient involvement including no patient harm or serious injury. The failure analysis and testing dept. Received the following parts associated with this complaint: part number 0670-00-0770 exec processor serial number (B)(6). Part number 0670-00-1182 pcba, video generator serial number (B)(6). These parts were received with a reported unit failure of maintenance required. The failure analysis and testing dept. Installed part number 0670-00-0770 exec processor serial number (B)(6) and part number 0670-00-1182 pcba, video generator serial number (B)(6) into the cardiosave test fixture serial number (B)(6). And tested the boards to factory specifications per procedure number (B)(4). Revision f and the cardiosave service manual part number 0070-00-0639 revision r. The fat dept. Could not replicate the complaint of maintenance required. Both boards passed testing. Retaining the boards in the fat per procedure number (B)(4).